Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem customer technical support cts it was discovered the customer was not removing residual air from the cartridge. Cts educated the customer on cartridge/insulin labeling. Reportedly, the customer continued to use the cartridge.